Manufacturer narrative:
All available information was investigated and the reported issues could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis the reported positioning failure is the result of patient anatomy, as severe scoliosis and a small left atrium were noted to prevent achieving perpendicularity with the valve. A conclusive cause for the reported sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additionalmitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report unintended movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a small left atrium (la) and severe scoliosis. The first clip delivery system (cds) (91026u194) was prepared per the instructions for use (IFU) and was inserted into the anatomy. It was noted that the devices were keyed correctly. Once the clip reached the la, m-knob was applied, but the clip deflected in a lateral direction, which caused the clip to come in contact with the posterior wall, causing a small pericardial effusion. While the clip remained in the anatomy, troubleshooting was performed, but the issues was unable to be resolved; therefore, the clip was removed. While outside the anatomy, m-knob was applied, and the clip deflected in a medial direction. A second cds (91026u189) was inserted, but once in the la, the clip deflected in a lateral direction when m-knob was applied. It was noted that this clip did not come in contact with the atrial wall. The device was noted to be keyed correctly; therefore, the physician decided to remove the cds. In an attempt to implant a clip, the physician decided to remove the steerable guide catheter (sgc) and replace it. The new sgc and second cds were inserted, but due to the severe scoliosis and small la, the clip was unable to achieve perpendicularity over the valve; therefore, both the cds and sgc were removed. The procedure was discontinued, and mr remained at a grade of 4. No treatment was performed to treat the pericardial effusion and it was noted that the patient is doing well and is hemodynamically stable. There was no clinically significant delay in the procedure. No additional information was provided.